Event description:
Picked up alcon clear eye care from store, looking for multi-purpose contact lens cleaner. Next morning I put in my lenses and had extreme burning sensation. Pain was about 9 of 10. I subsided after I removed lenses and washed my eyes with water. By afternoon discomfort grew substantially. I went to emergency room and spent 3 hours at (B)(6) in (B)(6). Staff never asked what lens solution I used probably because they thought it was saline as I did. In fact it was 3% hydrogen peroxide. This should never be available over the counter. It is insane that FDA allowed this in the first place. Imagine a teenager picking this up? When I returned home I did notice several read boxes that were not very visible. The front of the package has no red box but it does have pictures of product with red caps. I returned to a drug store today to pick up saline solution. The products were comingled with other contact lens solutions. Because they were placed at the bottom of the shelf none of the warnings were visible.